Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number 711sgs2, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that, the toothbrush broke in half 3/8 inch underneath the hole while brushing. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, few months ago, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the toothbrush broke below the cut on the checkered part. The consumer reported that, the same thing happened with another toothbrush and stated it did not have any flexibility. This report had no adverse event and the action taken with the device was unknown. This case meets the requirements of the potential device malfunction decision tree in and will be forwarded to safety for reportability assessment. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A lot number and specific product name was not provided by the consumer and a returned product was not received. A review of the trending data by product family reach toothbrush unspecified for breaks/falls apart with use (non -serious product quality complaint) and for potential device malfunction revealed no adverse trends. Manufacturer reviewed related manufacturing or facility issues found within in a two (B)(4) review period prior to the alert date of the complaint ((B)(6) 2010 to (B)(6) 2012). Manufacturer found no related manufacturing facility issues. Based upon an acceptable manufacturing or facility issues review from all three sites, no product name or lot number and no adverse trends this complaint was not confirmed. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This is a follow-up submission. The manufacturer report number for the second product is 2214133-2012-00395. The manufacturer report number for the first product is 2214133-2012-00216. This closes out this report unless additional follow up information is received.